Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior identified a crack on the door latch of the cassette. The received cycler was turned on and showed that the display brightness was dim. The cycler brightness was increased but the display remained dim. An internal inspection of the cycler revealed that the inverter board was burnt. The inverter board supplies the dc voltage which illuminates the lcd display. The faulty unit was addressed during the manufacturing refurbishment process. The system air leak test and safety clamp verification failed and there was a delay when engaging and disengaging clamp, all due to a faulty valve. There were no other discrepancies encountered in the internal inspection of the device. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A review of the DHR did not reveal a probable cause for the customer complaint. The reported customer complaint of display issue was confirmed.

Event description:
A peritoneal dialysis patient¿s contact reported a m22 safety clamp error during setup procedure. The patient stated they received the error with an earlier setup and they received it again when they attempted to setup with new supplies. The technical support advised the patient cycler would be replaced due to the reoccurring error. The patient was advised to discontinue use of their cycler. Upon follow up with the patient¿s contact, it was noted that the patient did not develop any symptoms or injury as a result of the event. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complications. During evaluation the display inverter board was observed to be burnt.